Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer service team provided information to reset the pump and assisted the caller with the reset process, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, and they understood this guidance. There was no additional information concerning the outcome of the event.